Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, a fracture, intermittent capture, ventricular oversensing, and delivered an inappropriate shock. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that the lead resulted in hospitalizations, surgeries, and a stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.